Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against he bard/davol ventralex st. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
This is an addendum to the initial emdr to make a correction to (brand name). No additional information has been provided at this time, as such the initial determination remains the same. No conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against he bard/davol ventralex st. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against he bard/davol ventralex st. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with right inguinal hernia and umbilical hernia thereby underwent laparoscopic repair with the implant of 3dmax light mesh (device #1) for right inguinal hernia and ventralex st mesh (device #2) for umbilical hernia. Per operative notes, ¿the moderate to large indirect hernia sac was noted and separated from the cord structures. A right-sided 3dmax light mesh (device #1) was positioned over the hernia defect and secured it into place using absorbable tacks. Umbilical hernia was found and separated the hernia sac from the skin of the umbilicus. The defect was repaired using a round ventralex st mesh (device #2) which placed as an underlay and secured using sutures.¿ (B)(6) 2017 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the removal of ventralex st mesh (device #2) and implant of ventralight st using echo ps (device #3). Per operative notes, ¿small recurrence was noted. The ventralex st mesh (device #2) and hernia sac were removed. A ventralight st using echo positioning system (device #3) was placed as underlay just beneath the anterior abdominal wall to cover the fascial defects and secured using absorbable tacks.¿ attorney alleges that the patient had pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum #1: this is an addendum to the initial emdr to make a correction to d1 (brand name). No additional information has been provided at this time, as such the initial determination remains the same. No conclusions can be made. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 10 month post implant of ventralex st, patient was diagnosed with hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.